Manufacturer narrative:
Correction: per receipt of the sample, the lot number and expiry day have been corrected in model/lot#. The manufacturing date has been corrected in device manufacture date. Narrative: one open sample without original packaging was received. Per visual inspection, there were no cracks, tears or visible bond gaps seen on the sample. The rotary manifold was attached securely to the catheter. The seal cassette attached securely to the rotary manifold. The sample was tested for leakage per the closed suction catheter system peep leakage test. The sample was tested without the rotary manifold attached. In this configuration, the sample yielded a pass result. The rotary manifold was then attached to the sample. The test was performed with the rotary manifold in all positions. In all configurations, the sample yielded a pass result. The reported failure was not reproduced in the lab. The reported event could not be confirmed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This (B)(4).

Manufacturer narrative:
UDI # unknown. (B)(4). The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that an air leak was found following a respiratory alarm. The suction catheter was changed immediately, and there was no injury to the patient.